Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient experienced low blood glucose levels as low as 40 mg/dl. The reporter stated that treatment was provided for the patient and health care professionals were contacted for treatment options. The reporter stated that the patient had elevated blood glucose levels related to a cold earlier in the day. The reporter stated that at 6:43 pm the patient's blood glucose had dropped to 42mg/dl. The reporter treated the patient with oral carbohydrate; a few minutes later the patient's blood glucose had decreased to 40 mg/dl. The patient's blood glucose was 63 mg/dl at the end of the call with animas. The reporter stated that initially the health care provider suspected that the patient's blood glucose went low in response to boluses for elevated blood glucose earlier in the day. The reporter stated that the home screen indicated 32 units remaining in the cartridge but the cartridge was replaced earlier in the day filled to 100 units; the reporter stated that the cartridge was removed and 75 units remained in the cartridge. The reporter indicated changing the cartridge again without any noted issues but the pump home screen showed 32 units remaining; when the cartridge was removed the reporter stated that there were 50 units in the cartridge. The pump history was reviewed with the reporter and indicated that the prime and basal amounts recorded did not equal the 50 units the patient was alleging were missing. The reporter expressed concern that the patient may have received additional insulin but was unsure how much. This report is made based on the allegation that the patient experienced hypoglycemia related to an alleged discrepancy in the insulin remaining function.

Manufacturer narrative:
Follow-up #1 date of submission 09/06/2012 device evaluation: the pump has been returned and evaluated by product analysis on 08/24/2012 with the following findings: a review of the black box history did not show remaining insulin of 100 units on (B)(6) 2012. The remaining insulin was accurately calculated. The pump successfully primed until 20 units remained in cartridge and a the pump appropriately emitted a "low cartridge" warning. A visual inspection of the cartridge confirmed 20 units remaining. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.